Event description:
6/26/96-pt. Had application of anterior lumbar plate using spine titanium anterior locking plate. 7/2/96-1. Lumbar decompression l1-l2, t12-l1 and l2-l3 for placement of pedicle screw. Posterior spinal fusion l1-l3 pedicle screw fixation l1-l3. 7/19/96-readmitted with abdominal pain. Taken to or.